Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion with hard calcification in the proximal left anterior descending coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a universal guidewire and a 6 fr launcher jl4 guide catheter to cross the lesion. The maverick2 monorail balloon was removed and the procedure was postponed. No pt injuries or complications were reported. Pt status is reported as 'good'.